Manufacturer narrative:
The reported event where the flexible circuit tubing became disengaged from the distal port of the arterial filter was reported to terumo on june 2, 2009. The user facility did not maintain the suspect components and discarded them. Because the components were discarded by the user facility, they could not be assessed by the manufacturer. However, the connection that is made between the tubing and the arterial filter is a connection that is performed by the user facility and not by the manufacturer. Without having the actual components to assess, terumo is unable to assign a definitive cause for the reported event. It is possible that the connection made by the user facility could have been insufficient. The labeling that accompanies the convenience kit product includes specific directions to the user to confirm all connections in the bypass circuit and to secure connections with a tie-band. The user facility discarded the suspect devices - thereby not permitting an actual device examination by the manufacturer. However, terumo did review manufacturing data and engaged in discussion with the user - and ascertained that the connection between the circuit tubing and the arterial filter is a connection that is made by the user. No add'l event specific info is available at this time.

Event description:
On june 2, 2009, terumo cardiovascular was advised by a user facility (uf) of an occurrence that occurred during cardiopulmonary bypass surgery. The actual date of surgery was (B) (6) 2009. The uf reported that while the cpb procedure was being conducted, the flexible circuit tubing was attached to the distal port of the arterial blood filter became disengaged from the filter. As a result of the tubing detaching from the filter, approximately 500cc of pt blood was lost. The uf did not report a pt injury or death as a result of this event.